Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that the catheter got stuck during cavotricuspid isthmus ablation at the inferior vena cava junction. Tissue entrapment at the chiari network through wiring and was caught in and around the catheter in the flower position. The guidewire became stuck and the provider could not undeploy the catheter. Eventually, the provider was able to pull back into the inferior vena cava; however, this dislodged tissue and pulled it from the body. No additional information available.